Manufacturer narrative:
The subject device has not yet been returned to olympus for evaluation. The exact cause of the reported event cannot be determined. If additional information becomes available following the device evaluation this report will be supplemented accordingly. The risk aid states that the (needle broke off inside the patient) potential cause is ¿excessive force applied to the needle against a hard object such as the endoscope¿. This will cause the component will fall off into the patient .this would require a retrieval of the object inside the patient. The instruction manual of the device states: do not use an aspiration needle that has an irregularly bent or deformed needle tube. Otherwise, unexpected perforation, bleeding, or mucous membrane damage may occur. When inserting the instrument into the endoscope, the distal end of the needle tube may become bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and ultrasound image; otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.

Event description:
It was reported that on (B)(6) 2019, the surgeon performed a therapeutic endobronchial ultrasound-guided transbronchial needle aspiration, (ebus tbna) of l.n. Procedure with the needle on a female patient, (B)(6) years old, and weighed (B)(6) kg. The patient pre-existing conditions included fever with right hilar mass and hemoptysis. During the procedure, it was reported that the tip of the needle fell off into the patient. The needle was inspected prior to use and no anomalies were noted. The needle made 5 passes before it was peeled out. They had no issues inserting the needle into the scope. The scope was not angulated when it was inserted. And ebus scope was used however the exact model was not provided. The piece that fell into the patient was a metal cylinder (hypo tube). The surgeon attempted to remove the object with boston scientific radial jaw grasper large 2.8 mm part # m00515200 however, it did not worked. A suction and an olympus bf-uc180f scope was used. The procedure was prolonged by 1 hour in order to remove the broken piece. The needle was retrieved and there was no patient harm or injury reported. The procedure was completed successfully with another needle.

Manufacturer narrative:
Device was returned for evaluation. The returned device na-u403sx-4019 single use aspiration needle was evaluated due to reported issue of ¿the tip of the needle fell off into a patient during a procedure." Evaluation noted that the device was returned coiled in a poly bag with no original packaging or syringe included with the shipment. It was also noted that the stylet arrived inserted with the needle in the retracted position and the handle locked. During inspection of the returned device the laser-cut hypotube (lch) had been ejected from the distal end of the sheath and was taped to the handle of the device. The pebax material covering the needle was deformed and wrinkled approximately 1 inch from the distal end of the device. There were no fragments of pebax missing and based on the damage noted, the pebax likely became wrinkled which caught on the lch after several attempts to deploy the needle. The binding likely led to the distal tip catching on lch leading to its ejection. Witness mark on the lch (lacer cut hypotube) along with deformation of the lch provide this hypothesis. As a result of the damage, a fluid filled the working length of the device which leaked through the compromised pebax layer which seals the spiral cut needle. The dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of 240 units were produced under this lot number with no associated ncrs, reported scrap or recorded process deviations relating to the reported failure. In summary, the reported complaint of the ¿the tip of the needle fell off into a patient during a procedure¿ was confirmed as the lch was ejected during use. In addition, based on the evaluation, the pebax was likely became wrinkled which caught on the lch (laser cut hypotube) and after several attempts to deploy needle, the binding likely led to the distal tip catching on the lch leading to its ejection. A witness mark on the lch along with deformation of the lch streghten this hypothesis. The root cause however of the intial pebax failure could not be determined.